Event description:
The customer reported high voltage arcing from the system followed by a loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv tank and igbt pcb assembly were evaluated and reported. The system was tested and found to be working as intended and returned to service.